Event description:
Aventis case ID: (B)(4). Initial information for this spontaneous case was received from a physician on (B)(6) 2007: this case concerns a (B)(6) female patient who received treatment with poly-l-lactic acid (sculptra, lot # a7016, expiration date apr-2009) in (B)(6) 2007, with a previous physician, and again on (B)(6) 2007, with the reporting physician, for cheek and temple wasting. The physician reported that the patient developed 3 soft nodules (2 in the temple area and one in the cheek) at areas of injection. He stated that they developed two weeks after dosing, and continue. He stated that the first time, she experienced the nodules in her temples, but the reporting physician did not see it, since he was not her physician at that time. At the time of this report, the outcome of the event is ongoing. Medical history and concomitant medication was reported. No other medical information reported.

Manufacturer narrative:
Additional information for poly-l-lactic acid (lot number a7016, expiration date 30-apr-2009) from (B)(4): batch record review without hint to root cause. No faults, defects, damages detectable. The review of the device history report and of the analytical results of the involved batch didn't show any anomaly that could be related to the event occurred. The investigation result show that this kind of event isn't batch related. Conclusion: no faults detectable.